Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 13th may 2013. The device performed self-tests, alongside random manual power ons, up to the 5th october 2015. During this period there were over 100 manual power ons, mainly under one minute duration. The user accessible memory log had been erased, therefore there were no log entry details prior to the 10th september 2015. The 20 manual power ons recorded in the device memory between the 10th september 2015 and the 5th october 2015 would indicate that a pediatric-pak was installed. The returned pad-pak was inserted, the device powered up and incorrectly prompted 'child patient'. No warnings were given at shutdown and green status led flashed throughout. This confirms the reported fault. The device was disassembled for investigation. On visual inspection no abnormalities were found with the reed switch. Investigation found the reported fault can be attributed to reed switch failure. The measurements taken during investigation would indicate an intermittent failure of the reed switch. This failure resulted in the device giving incorrect child patient prompt with an adult pad-pak installed.

Event description:
There was no patient involved in this event. Device prompt child patient with adult pad-pak.